Event description:
Event verbatim [preferred term] noticed what appeared to be a razor type slice to the side of the box. The slice continued all the way through to the pads. [Device material issue], , narrative: this is a spontaneous report from a contactable consumer (patient). A patient of an unknown age and gender started to use thermacare heatwrap (thermacare heatwrap), lot number ec2269 and expiration date 30jun2023 (additional number provided as 0573301502) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient recently purchased a box of thermacare heatwraps. Upon ready to open, the patient noticed what appeared to be a razor type slice to the side of the box. The slice continued all the way through to the pads. The box was cut going all the way through to the wraps. Needless to say, in todays world the patient was no go. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. On 12mar2021, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare heatwrap. Lot number: ec2269. Expiration date: 30jun2023. Description of compliant: "noticed what appeared to be a razor type slice to the side of the box. The slice continued all the way through to the pads.". Complaint sub-classes: "wrap/patch/pad never worked/unusable/ can not be reused" and "primary container damage/defect not classified". Reasonably suggest device malfunction: yes. Severity of harm: s1. Site sample status: not received. Summary of investigation and conclusion: refer to evaluation of complaints related to open pouches. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release; the severity of pouch leaks is s1 - no harm to customer; complaints related to pouch seal have been thoroughly investigated and root cause is well understood; leak rate for the current technology is about 2000 ppm; CAPA is in-place to replace the ultrasonic sealers with heat seal technology. Summary: the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer.no follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
Summary of investigation and conclusion: refer to evaluation of complaints related to open pouches. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release; the severity of pouch leaks is s1 - no harm to customer; complaints related to pouch seal have been thoroughly investigated and root cause is well understood; leak rate for the current technology is about 2000 ppm; CAPA is in-place to replace the ultrasonic sealers with heat seal technology. Summary: the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer.